Event description:
It was reported that the customer had a air bubbles anomaly on the insulin pump. The customer's blood glucose level was 304 mg/dl. The customer stated that the reservoir has small champagne bubbles stuck around and not in the o-rings, only lying on top of the reservoir. The customer has not had any leaks checked dates on insulin and all fine. The customer was advised to maybe hold the reservoir in hand to get to body temperature. The customer was advised to forward returns canister.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.